Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. A technical support specialist accessed the server and navigated patients, then opened visits and orders and selected view visit. The specialist reviewed the patient records and confirmed that the orders were displayed correctly. The knowledge article patient missing on a bd pyxis medstation es was referenced and attached to the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the customer reported that no medications were showing up on one patient record. The patient was assigned to only one station, but the customer had no information about the machine; the only information he had was cpeu. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.